Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0286251. Medical device expiration date: 2022-01-31. Device manufacture date: 2020-10-12. Medical device lot #: 1214224. Medical device expiration date: 2002-11-30. Device manufacture date: 2021-08-02. Medical device lot #: 1293956. Medical device expiration date: 2023-02-28 . Device manufacture date: 2021-10-20. Medical device lot #: 1354652 . Medical device expiration date: 2023-04-30. Device manufacture date: 2021-12-20. Medical device lot #: 1335773 . Medical device expiration date: 2023-03-31. Device manufacture date: 2021-12-01.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes caps are loose on tubes for 5 reported lot numbers. The following information was provided by the initial reporter. The customer stated: ¿material no. 367812 batch no. 0286251, 1214224, 1293956, 1354652, 1335773. It was reported that caps are loose on tubes for 5 reported lot #'s. Customer reports loose caps across five different lot numbers: lot#: 0286251 exp 2022-01-31 lot#: 1214224 exp 2002-11-30 lot#: 1293956 exp 2023-02-28 lot#: 1354652 exp 2023-04-30 lot#: 1335773 exp 2023-03-31¿.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes caps are loose on tubes for 5 reported lot numbers. The following information was provided by the initial reporter. The customer stated: ¿material no. 367812 batch no. 0286251, 1214224, 1293956, 1354652, 1335773. It was reported that caps are loose on tubes for 5 reported lot #'s. Customer reports loose caps across five different lot numbers: lot#: 0286251 exp 2022-01-31; lot#: 1214224 exp 2002-11-30; lot#: 1293956 exp 2023-02-28; lot#: 1354652 exp 2023-04-30; lot#: 1335773 exp 2023-03-31.¿

Manufacturer narrative:
The following fields were updated due to device evaluation: h.6. Investigation summary: catalog number: 367812; batch number: 0286251, 1214224, 1293956, 1354652, 1335773. Bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory of the indicated lots were evaluated by functional testing and upon completion, the indicated failure mode for stopper creepout (loose caps) was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creepout. Bd has initiated further root cause investigation relating to the issue of stopper creepout through corrective and preventive actions. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.